Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd bbl¿ enriched thioglycollate medium, there was contamination noticed in the tube. After further evaluation, the contamination was determined to be chaetomium species of mold. There was no health impact or consequence reported.